Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(b), d9, h3, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, crease flat and green particles. A microscopic analysis was performed which identify, no other observation. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device has been explanted.